Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the supply line (white clamp) of the homechoice cassette and supply bag that led to this alarm. Renal therapy services (rts) instructed the patient to disconnect aseptically and to drain manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.